Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer stated that the device may have been exposed to sweat. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.